Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 431 mg/dl. The customer was treated with food for their high blood glucose. It was found the customer has been experiencing high blood glucose after receiving a replacement insulin pump. Customer's blood glucose was 325 mg/dl at the time of the call. It was found the customer was fatigued, had headaches and trouble concentrating from their high blood glucose. It was also found the customer was unable to confirm if their basal rates were programmed correctly. Troubleshooting was not completed as the customer did not have tubing clamps available. The customer was advised to complete a set change. The insulin pump will not be returned for analysis.